Event description:
It was reported that the atrial lead was not capturing. High bipolar impedance was observed with two instances of an abrupt impedance increase this year. High bipolar capture threshold was also noted. The physician will assess the plan of care when the time comes for a device replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.